Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.